Event description:
It was reported to baxter (B) (4) that the reservoir of a 2 day infusor 2ml/hr had ruptured during patient use. The device was filled with deferoxamine 2000 mg ad 99 ml 0.9% sodium chloride (nacl). The second day the patient returned with the defected pump (approximately 50 ml of fluid in the housing). No patient injury was reported. No additional information is available.

Manufacturer narrative:
Additional narrative: the device will not be sent in by the customer for an evaluation; device problem already known, no evaluation necessary. The issue is being investigated under CAPA-(B) (4). (B) (4)